Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found the motor cover damaged. Review of the archive data revealed multiple user advisory (ua) 45 (not at "home" position after power-on/restart) on the 10/16/2016, the date the platform was last powered on. During evaluation, the ua error message was displayed after the platform was powered on. Functional testing could not be performed. Additionally, a sticky clutch plate was observed and was a result of stiffness of the drive shaft. To resolve the ua45 issue, the shaft was rotated to the home position. The platform ran for approximately 20 minutes with no faults found. In summary, the primary complaint was confirmed during archive review and functional testing. The autopulse platform is a reusable device and was manufactured on 07/20/2006. Therefore, this type of issue is characteristic of normal wear for the life of the device. Additional repairs and an updated was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remains current. The motor cover and load plate cover were replaced. The processor board and power distribution board are up to date. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. The platform passed all final testing criteria.

Event description:
During a shift check on the autopulse platform (s/n: (B)(4)) it was reported that the lifeband will not recoil. No user advisory message was displayed. According to the reporter, the lifeband was installed properly into the shaft; however, there was difficulty when pressing down on the white plunger to insert the lifeband. There was no report of patient involvement.